Manufacturer narrative:
Describe event- added patient outcome good and three posterior capsules were reported. Concomitant medical products was provided. Handpiece and tip was included.

Manufacturer narrative:
Reason for no-evaluation - the equipment was not evaluated after the treatment since there was no indication that a malfunction caused the reported issue. The clinic is reporting the event and have not requested an equipment check, field service visit or clinical support visit. Placeholder.

Event description:
The clinic reported three posterior capsule tears. The clinic reported all three patient outcomes are expected good outcome. Each will be submitted separately. This is two of three reported.

Event description:
Account reported capsule tear that required anterior vitrectomy.

Manufacturer narrative:
In follow up#1, date received by manufacturer provided was incorrect. The correct date is 7/29/2014. The manufacturer report number should have been (B)(4).